Event description:
It was reported that pump battery did not charge and later required cable to be held in place during charging due to poor contact, with intermittent small flashes seen at charging port. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.